Event description:
A user facility submitted a repair request to the olympus service center, indicating, the autoclavable camera head had a sudden loss of vision due to no image/dark image. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The root cause of the reported issue could not be identified, however, based on the results of the investigation, it is likely that the issue regarding ¿no image¿ was caused by contact failure that resulted from trace of hitting in the video connector. The cause of trace of hitting in the video connector was not able to be presumed. It was also noted, malfunction of the angulation lock lever was found. Olympus will continue to monitor the field performance of this device.